Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood on the device. The hemostasis sheath and arteriotomy locator are fully mated. The sheath tip is deformed. No abnormalities are noted with the carrier tube or locator. One 6 fr angio-seal vip device was returned to terumo medical corporation. The hemostasis sheath tip was found to be deformed. Therefore, the complaint can be confirmed for hemostasis sheath deformation. An investigation was performed by the manufacturing facility, and it was found that the likely root cause was human error as the defective unit was not identified during inspection. The detection method is manpower, but the detection failed to identify the defect. An awareness was provided in response to the incident. The device history record review determined the device was in a conforming state when released from terumo control.

Event description:
Terumo medical corporation received the following reported information: the operator found out the tip of the angio-seal body was flared when they opened the package. They eventually continued the procedure with a new angio-seal. Additional information was received on (B)(6) 2025: the flared component at the carrier tube tip was due to the bypass tube being dislodged. The patient was in stable condition. The procedure for the patient was transarterial chemoembolization (tace).